Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was intermittently oversensing after an atrial pace event on the ventricular channel and delivered inappropriate atp therapy. Programming changes were made.